Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not displaying data in the history. Tandem technical support confirmed that the issue did not affect blood glucose level. Contact reported boluses were not seen on the pump but stated the pump "gave her insulin". The contact declined further troubleshooting.